Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black. The customer rebooted the device, but it still did not work, and the screen did not respond to any input. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer found that the station was powered on but the all-in-one backlight was burnt out. The fse replaced the all-in-one unit, after which the customer tested the station and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.